Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The cannulated tri-drive was returned to exactech for analysis. Design-related issues: this design has been in the field since 2009. (B)(4). The device history record was reviewed. All instruments were accepted with conformance to the device requirements. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this tri-drive modular reamer driver, 750-2007-026-rmrinstruments rev h, was reviewed. The risk is not captured. This document will be updated to include this failure. Refer to (B)(4) for details. Corrective action is not required because the occurrence rate is "very low", and the rmr will be updated to capture this risk. The disassembled driver reported in experience (B)(4) was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. The agent/agency is no longer active with exactech. No additional information is available from the contacts related to this event. No additional attempts will be made for information regarding this event. Information was not provided for: pt. Info.

Event description:
It was reported that during an orthopedic shoulder surgery the modular cannulated tri-drive spring broke and the glenoid skid broke when the surgeon cut through the item and applied too much leverage. The sales representative was present at the surgery and reported no device fragments fell into the surgical site. The surgery continued and was completed without additional issues. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. The agency/agent is no longer active with exactech. No additional information is available from the reporter related to this event.